Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. "The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge."

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer used cold insulin to fill the cartridge. Customer continued to use supplies for insulin therapy. Customer¿s blood glucose level was 153 mg/dl.